Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet not inserted inside the lead. The reported event of guide wire withdrawal failure was not confirmed. The reported event of lead damage was confirmed due to excessive forces during the implant procedure. Based on this information, abbott is continuing to monitor the event.

Event description:
During the procedure, the stylet could not be removed from the left ventricular lead. The lead tip broke during the stylet removal. The lead was exchanged successfully and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet not inserted inside the lead. The cause of the reported event of stylet removal difficulty was isolated to the bunching of stripped stylet, ptfe coating and inner coil. The reported event of stylet removal difficulty was confirmed.